Event description:
The following info was reported to arjohuntleigh by the arjohuntleigh pre: on 02/01/2013, the nurse reported that the pt was found entrapped on the pt left side of the bed. The pt was in zone 1, the pt's lower extremities were on the floor and the pt's torso and upper extremities were wedged between the pt left head side rail and the mattress. The pt left head side rail was bent by the nursing staff in order to free the pt. The pt sustained several minor bruises to the torso as a result of the event. There was no other harm or injury to the pt or nursing staff. It was undetermined how the pt became entrapped. On (B)(6) 2013, the pt was discharged from the hospital in satisfactory condition.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional info will be provided upon conclusion of the mfrs investigation.